Event description:
It was reported that: " closure pvad sheath 14f: after inserting the manta to it's sheath , when pulling out to the wanted depth and opening the anchor - the doctor kept on pulling to green\yellow but the manta was out completely. The anchor wasn't out of the catheter and therefore didn't stay in the artery. We implanted quickly a second device of manta 14f, and the manta couldn't enter the sheath. Couldn't penetrate the membrane of the manta sheath and kinked. Meanwhile lot of blood came out through the membrane. Then we took 3rd device - manta 18f and that worked fine. Clinical consequences: patient lost lots of blood and needed one bag of blood. Patient age: 68 years, female, medical procedure being performed was protected pci with percutaneous ventricular assist device pvad implant. Anatomical insertion site of the device: femoral artery, both the devices entirely removed and used 3rd manta kit which was successful. Therapy delayed and needing a blood transfusion but there was no permanent harm to the patient. During the tavr procedure, micro puncture and ultrasound were utilized to gain access in the left common femoral artery. Both heparin and protamine were administered during the procedure. There was very severe resistance met when attempting to deploy the manta. Time to hemostasis after the 3rd manta was 30seconds. This device was expired at the moment of using on the patient."

Manufacturer narrative:
(B)(4). Return product evaluation: one unit of manta was returned to teleflex for evaluation. Blood particulates were noted on the unit. Unit was decontaminated and inspected. Manta was locked into the sheath with the lever engaged. Only the anchor was pushed out of the lumen. The button valve was observed to be caught between the lumen of the sheath and manta. The device lot history record review for manta 14f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. During the deployment, the manta closure and sheath were inserted, pulled back to the measured depth, and the physician actuated the lever to yellow/green as indicated in the tension gage window, the anchor did not release, and the device completely pulled out. Due to an insufficient amount of information submitted for this investigation regarding the patient conditions and environment, initial and deployment procedures, and no angiograms submitted for investigative purposes, the root cause of the complete pullout could not be determined. A CAPA was previously opened under teleflex quality system to address this issue. Further investigation related to this event will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.